Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardiac monitor that was exhibited a wireless communication issue. An error message would show. The physician suspected that the device is nearing end of life as it had a few months remaining per the last interrogation back in may. Premature battery depletion was not alleged for this device. No explant date had been planned. The patient was stable.